Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was stuck in the windows login when trying to perform a monthly reboot. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a failure of windows update due to disabled windows update service and possible timeout. The technical support specialist (tss) dialed into the station and identified that the windows update service was not installed. Tss ran a power shell script to disable, rebooted the system from both system application and windows applications and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.